Event description:
Implant date: 2004. Pt was implanted with plate and screws from c4-c7. Approximately six weeks post-op pt turned head at work and felt clanking sound. X-rays showed that one of the screws on bottom "went past the locking mechanism." Device was explanted the following month.